Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. Hyperglycemia treated by patient activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.